Event description:
It was reported that the catheter was fractured. The severely stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the connecting part of the device was fractured. The device was removed as usual and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood in the shaft of the device. Inspection of the remainder of the device presented no damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter was fractured. The severely stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the connecting part of the device was fractured. The device was removed as usual and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.